Manufacturer narrative:
(B)(4). No part has returned to teleflex (B)(4) for investigation. The reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the staff are having issues with triggering, augmentation, and persistent helium loss 2 and helium loss 3 alarms when using the intra-aortic balloon (iab). The staff first tried to troubleshoot possible kinking issues. Then a leak test was preformed, the leak did not return at any point during the leak test, including when the clamp was placed on the iab proximal to the quick connect. The staff the removed the clamp, and resume pumping normally. There was again an almost immediately gradual drop in the baseline. As a result, the iab was removed, and the staff opted to not replace it. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff are having issues with triggering, augmentation, and persistent helium loss 2 and helium loss 3 alarms when using the intra-aortic balloon (iab). The staff first tried to troubleshoot possible kinking issues. Then a leak test was preformed, the leak did not return at any point during the leak test, including when the clamp was placed on the iab proximal to the quick connect. The staff the removed the clamp, and resume pumping normally. There was again an almost immediately gradual drop in the baseline. As a result, the iab was removed, and the staff opted to not replace it. There was no report of patient complications, serious injury or death.